Event description:
It was reported that a patient presented remotely with over-sensing of noise noted on the patient's right ventricular (rv) lead. No intervention was performed and the patient was stable throughout.